Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's leads, exhibited high out-of-range rv and ra pace impedance measurements spikes due to lead/spring contact interaction. Noise with oversensing and high thresholds were also observed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's leads, exhibited high out-of-range rv and ra pace impedance measurements spikes due to lead/spring contact interaction. Noise with oversensing and high thresholds were also observed. This pacemaker remains in service. No adverse patient effects were reported. Additional information received reported that outputs on this pacemaker were recently increased due to increasing thresholds noted with increasing impedancement measurements. It was also reported that the patient experienced some discomfort. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's leads, exhibited high out-of-range rv and ra pace impedance measurements spikes due to lead/spring contact interaction. Noise with oversensing and high thresholds were also observed. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that outputs on this implantable cardioverter defibrillator (ICD) system were recently increased due to increasing thresholds noted with increasing impedancement measurements. It was also reported that the patient experienced some discomfort. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed pacemaker mediated tachycardia (pmt) episodes and oversensed noise. In addition to the known spring contact interaction, the observations via egm suggested lead concerns as well. It was also noted that a high out-of-range shock impedance measurement greater than 200 ohms was recorded. Technical services (ts) reviewed troubleshooting options, and further lead evaluation was recommended. This ICD system remains in service. No additional adverse patient effects were reported. Additional information received reported that this entire implantable cardioverter defibrillator (ICD) system was explanted and replaced due to right atrial (ra) and right ventricular (rv) lead disconnection. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's leads, exhibited high out-of-range rv and ra pace impedance measurements spikes due to lead/spring contact interaction. Noise with oversensing and high thresholds were also observed. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that outputs on this implantable cardioverter defibrillator (ICD) system were recently increased due to increasing thresholds noted with increasing impedancement measurements. It was also reported that the patient experienced some discomfort. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed pacemaker mediated tachycardia (pmt) episodes and oversensed noise. In addition to the known spring contact interaction, the observations via egm suggested lead concerns as well. It was also noted that a high out-of-range shock impedance measurement greater than 200 ohms was recorded. Technical services (ts) reviewed troubleshooting options, and further lead evaluation was recommended. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to b1: updated from "adverse event and product problem" to "product problem." Correction to b2: removed outcomes attributed to adverse event to reflect corrected b1. Correction to b5: updated product name pacemaker to implantable cardioverter defibrillator (ICD). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's leads, exhibited high out-of-range rv and ra pace impedance measurements spikes due to lead/spring contact interaction. Noise with oversensing and high thresholds were also observed. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that outputs on this implantable cardioverter defibrillator (ICD) system were recently increased due to increasing thresholds noted with increasing impedancement measurements. It was also reported that the patient experienced some discomfort. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed pacemaker mediated tachycardia (pmt) episodes and oversensed noise. In addition to the known spring contact interaction, the observations via egm suggested lead concerns as well. It was also noted that a high out-of-range shock impedance measurement greater than 200 ohms was recorded. Technical services (ts) reviewed troubleshooting options, and further lead evaluation was recommended. This ICD system remains in service. No additional adverse patient effects were reported. Additional information received reported that this entire implantable cardioverter defibrillator (ICD) system was explanted and replaced due to right atrial (ra) and right ventricular (rv) lead disconnection. No additional adverse patient effects were reported.